Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, the implantable cardioverter defibrillator was found exhibiting stored episodes of non-sustained ventricular oversensing. Further review of the episodes suggested that these episodes were caused by myopotential oversensing. The device was then reprogrammed. The patient was asked to take deep breaths and cough, and the oversensing was no longer observed. No other changes were made. The patient was reported to be in stable condition.